Event description:
It was reported that the patient presented to the emergency room with a cough and difficulty breathing. An ECG showed a small pleural effusion. There was no capture at maximum output. R wave amplitude decreased to 0.5 mv. Further evaluation of the patient was planned.

Event description:
New information notes that the lead was explanted on (B)(6) 2013 and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.